Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the pump black box data indicated that multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were damaged and the cap was not able to be secured properly to the pump; a power loss was duplicated. A test battery cap was used for testing; the pump powered on with a blank display. There were multiple cracks observed in the display. A test display was inserted for testing and the pump¿s audible tones and vibration alert functioned properly. Further testing was unable to be performed due to the damaged display. The pump case was removed and no evidence of damage or loose components was found inside the pump. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.